Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed 2 years remaining longevity. During the recent check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed that auto can enter retry and elevate output and cause increased power consumption leading to fluctuations in battery longevity projection. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed 2 years remaining longevity. During the recent check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed that auto can enter retry and elevate output and cause increased power consumption leading to fluctuations in battery longevity projection. The device was explanted. No additional adverse patient effects were reported.